Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete.

Event description:
It was reported that the blade broke during implantation. The broken part of the implant was left in the patient as it was not easy or practical to try and remove it.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.